Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a trisegmentectomy, after being loaded, the device did not fire. Another reload was used to complete the case. There was no patient harm.